Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "occludes upstream every test around 8 ml" which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by cracks on the flex tail pins of the upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly "occludes upstream every test around 8 ml". It was also reported there was no patient involvement.